Event description:
It was reported the patient's stimulation turns off while sitting down. Additionally the patient reported a shocking sensation when increasing stimulation. Patient is located in room with tv and computer, which may have been possible sources of emi. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.